Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their machine quit. Patient clarified they went to charge the implanted neurostimulator on friday, and the controller said they had an excellent connection, but after close to 2 hours, they checked and the implant hadn't charged at all. Patient mentioned they had been without the stimulation all weekend and pain was present. Patient also said they tried charging on saturday and sunday, but the same thing happened. Patient then mentioned they got a replacement recharger the last time theirs went out and had not been acting completely correct ever since they got it. Patient said they would get funny messages, but all they could remember was a code and couldn't recall further details. Agent asked patient to clarify if they were talking about the controller replacement last year, but patient didn't give a clear answer and only said by doing the same request, they could eventually get it to work. Patient inspected recharger and controller port, but did not see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and tried to start a recharge session during the call, and reported recharging excellent: controller 70%, implant red. Agent called patient back after 10 minutes of charging to check progress and patient reported the implant was still red and hasn't increase. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from that patient (pt) stating that the circumstances that led to the issue being without stimulation was that the implantable neurostimulator (ins) would not charge and patient services (pss) was not available after 5pm or on weekend. When asked about the steps that were taken to resolve the issue patient said that they called patient services (pss) first thing monday morning and talked with representative and after trying several things patient determined the part that was faulty and were shipped a replacement "express delivery". Patient confirmed that the issue is resolved now. Also provided the weight as 161 lbs.